Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, the needle was observed through the catheter component and the product was used. The needle pierced through the catheter may have contributed to bleeding; however, the reported defect of leakage could not be confirmed through the picture sample. As a batch number was unknown for this incident, it was not possible to complete a thorough review of the production records. Based on the investigation results, it is possible that this incident resulted from the use of the product. If the catheter/cannula is not rotated 360-degrees during the puncture, a slight resistance may be encountered when removing the cannula. In this situation, the healthcare professional may reinsert the cannula and re-cannulate the catheter, potentially piercing it during the procedure. It is also possible that this incident resulted from product assembly, there may have been an isolated failure in the vision system allowing a pierced catheter to be sent to the customer. However, if the product was pierced prior to use, it would not have been possible to perform the puncture. Improvement actions for the defect of needle through catheter were implemented in a corrective and preventive action plant completed in september 2024. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter and blood leaked. The following information was provided by the initial reporter, translated from spanish to english: I perform the correct technique for vvp installation, but blood starts to come out of the edges, even though it is already installed with a three-way valve, I decide to remove the gland. Immediate actions. Vvp is removed. I notify to management and nonconformity is done. Only gaskets are kept since it is a sharps material. Additional information received on 18 feb 2025. Are there any implications for the patients? If yes, explain in detail. The patient was punctured a second time. Could you confirm the amount affected? Only the peripheral venous catheter in question, there have been no further ncs. Additional information received on 20 feb 2025: I have checked the nc report and unfortunately, I can't get the lot number, only pictures of the needle transfixing the polyurethane.